Manufacturer narrative:
(B)(4). Batch # r5a25a. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 54 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the reload lock out and would not work? No. Did the reload begin to staple and cut, but then jammed? The reload begin to staple before to lock out. Did the firing knob break off the device? Yes. Did any piece or pieces of the firing knob fall into the patient? No. If not, were they discarded? Unk. Can you please clarify what was meant by ¿stoma had to be closed by another means¿? The stoma has been closes by using another stapler. What was done to complete the procedure? The stoma has been closes by using another stapler. Was there any patient consequence as a result of the event? If yes, please describe. No.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the firing knob break off the device? Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded? Can you please clarify what was meant by ¿stoma had to be closed by another means¿? What was done to complete the procedure? Was there any patient consequence as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the stapler got stuck on the third staple refill. The surgeon encountered difficulties to slide the cursor to make the cut, causing the breakage of this later. The stoma had to be closed by another means.